Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. Post procedure the patient was on eliquis 5mg twice daily. At the one-year follow up, computed tomography (CT) was performed which revealed a large, pedunculated thrombus on the threaded insert of the closure device. Procedural imaging and 45-day follow up imaging was reviewed, and the closure device met release criteria and continues to be well seated. The patient was restarted on anticoagulation medication with planned repeat CT in two months.